Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 zisv6-35-80-5.0-40-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market registered as PMA/510(k) # p100022. The zisv6-35-80-5.0-40-ptx device of lot number c1336208 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that this incident occurred as the device packaging was opened. The inner packaging was not opened, and the sterile barrier was not compromised. The complaint device was used successfully to complete the procedure. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the handling of the device as the device packaging was opened, with the customer not moving the inner packaging away from the tear notches of the foil pouch. However, as the complaint device was not returned for evaluation and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. From the product instructions for use: "do not use the product if there is doubt as to whether the product is sterile." Prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1336208. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The incident occurred as the device packaging was opened. The inner packaging was not opened, and the sterile barrier was not compromised. The complaint device was used successfully to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After confirming the size length and expiry date of the product the nurse proceeded to tear the foil outer package at the indicated tear line and at the same time it teared away the corner of the inner packaging which nearly compromised the sterility of the device before handing it over to the scrub nurse.